Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced short breathing, light-headedness, pain and was really weak. An ambulance was called and the patient was taken to the hospital around 7:00 am and was monitored there. While at the hospital, the cgm reading was 80 mg/dl and the blood glucose reading was 43 mg/dl. The patient was treated with unspecified medication for the hypoglycemia. After treatment, the patient was discharged from the hospital on (B)(6) 2022. They stated they were in the hospital for less than 24 hours. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.